Event description:
Caller reported experiencing an alarm 2 followed by an alarm 26, indicating an occlusion issue. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, technical support instructed the caller to disconnect the tubing, tighten the t:lock, deliver a bolus, remove the cartridge from the pump, and clean the pneumatic tap area. The caller observed a ball of insulin and confirmed the presence of debris, including a cartridge o-ring. Occlusion was due to improper cartridge seating; after clearing the area and changing supplies, the customer successfully resumed insulin therapy.